Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown unknown cup lot# unknown; 01.00102.216 wagner sl revision stem 2767300; 00875401236 liner 7 mm offset 63569967. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03191 liner.

Event description:
It was reported that a patient underwent an left hip procedure and subsequently, the patient was revised due to dislocation approximately one and half months later. Head and liner were revised. Attempts were made to obtain additional information; however, none was available.